Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation under the ECG electrodes. The patient was prescribed oral steroids and benadryl. It is unknown whether the skin irritation is related to the lifevest as the patient began a new medication at the same time and the rash was reported to be on his entire body not just under the lifevest. The patient's medical outcome is unknown. The patient discontinued use of the lifevest.